Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24286. It was reported the pt was no longer receiving stimulation therapy from his scs system. The pt's entire scs system was replaced. Follow-up on (B)(6) 2013, identified effective stimulation therapy was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.